Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional device product codes: hrs. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E1: initial reporter facility name: (B)(6). H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent a primary surgery for an olecranon fracture with the va 2.7 locking screws. On (B)(6) 2023, the patient underwent a removal surgery because bone fusion was achieved. Two va 2.7 locking screws could not be removed during the surgery, and broke just below the screw head. After that, the surgeon removed the plate, and used a hollow reamer to scrape around the screws that remained inside the body, and was able to remove them with an extraction bolt. The surgeon commented that there was concern that the screw holes were larger because the bone was scraped with a hollow reamer. The surgery was completed successfully within a 30-minute delay. The patient outcome was reported to be stable. The surgeon confirmed by x-ray that there were no pieces left in the patient. This report involves one 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 36mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned device found that the va lockscr ã¸2.7 head 2.4 self-tap l36 ta was broken from the head. The broken fragment was returned for evaluation. Also the screw was heavily damaged from the threaded are most likely due to the explantation process. No other issues were observed. A dimensional inspection for the va lockscr ã¸2.7 head 2.4 self-tap l36 ta was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the va lockscr ã¸2.7 head 2.4 self-tap l36 ta would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.¿ as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. D4, h3, h4, h6: device history record (DHR) review conducted: part # 04.211.036s, lot # 6l53572, manufacturing site: werk selzach, release to warehouse date: 06 dec 2019 , expiration date: 01 dec 2029 , supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.211.036, non-sterile lot # 19p8651, manufacturing site: werk selzach, release to warehouse date: 28 oct 2019 , supplier: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.